Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for approximately 70 hours. Although the patient experienced pain during the initial pod insertion, they chose to continue wearing it. The pod was later deactivated due to symptoms including pain, redness, inflammation, itchiness, swelling, and firmness at the site. After 3 days, the patient consulted a diabetic nurse, who advised seeking evaluation from a general practitioner. A medical consultation at wycombe hospital was scheduled for (B)(6) 2026, lasting approximately 15 minutes, during which the patient was diagnosed with an infection at the pod site. The patient received a prescription for an unspecified antibiotic. The patient had already applied a new pod prior to the doctor¿s visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.